Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that coronary restenosis occurred. In (B)(6) 2013, the index procedure was performed. The 90% stenosed, 2.0x10mm, concentric, de novo, type b1 target lesion with a bend of <45 degrees was located in the non-tortuous and non-calcified distal left anterior descending artery (lad) with timi 3 flow. The lesion was treated with the implantation of a 2.25x8mm promus element¿ plus drug-eluting stent at 8 atmospheres. Following post-dilatation, residual stenosis was 0% with timi 3 flow and the procedure was completed. Three days later, the patient was discharged. In (B)(6) 2016, coronary restenosis occurred. In (B)(6) 2016, percutaneous coronary intervention (pci) was performed in the distal lad. Ischemic symptom attributable to the target lesion was confirmed. On the same day, the event was considered resolved.